Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The battery pack was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ displayed "communication error" and then "precharge error". It was reported that smoke was briefly emitted from the bottom of the c arm. There was no adverse patient involvement reported. There was no patient information reported.